Manufacturer narrative:
Two periapical x-rays were received as documentation of the event. Unknown abutment and screw was received, the implant remains implanted.

Event description:
The doctor reported that the implant at tooth site # 31 was restored (abutment and crown) on (B)(6) 2010, the "gold" abutment screw fractured deeply within the implant on (B)(6) 2017. Several attempts to remove the screw were unsuccessful and presently the implant remains implanted.

Manufacturer narrative:
An unknown gold-tite screw was returned along with an unknown internal connection abutment and a crown attached to it. Visual inspection of the as received products identified that the screw had fractured horizontally across the threads just below the quick seat feature. The fractured bottom portion of the screw remained in the implant and was not returned. The lot number for the screw are unknown so the DHR could not be reviewed. X-rays provided identified that the screw at tooth location # 31 had fractured and the crown/abutment separated from the implant. The complaint was confirmed, as the screw had fractured horizontally across the threads. A piece of the fractured screw remained stuck in the implant. A definitive root cause could not be identified.